Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and was sensing the right ventricle. The lead was programmed off until it could be repositioned. The lead remains in use. No patient complications have been reported as a result of this event.